Manufacturer narrative:
The cage remains in situ. As the lot number was not provided, a review of the device history records could not be performed. Additionally, no radiographic imaging was submitted for evaluation. As a result, the event could not be confirmed. Due to the limited information available, a definitive root cause could not be determined. Alphatec spine is submitting this report in accordance with FDA regulations under 21 cfr 803. Any fields left blank reflect information that was not known at the time of submission. Should additional details become available, a supplemental report will be submitted accordingly.

Event description:
Approximately six months postoperatively, radiographic imaging revealed a collapse of the expandable cage. The patient remains asymptomatic, and no revision surgery is planned at this time.